Manufacturer narrative:
(B)(4). As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
--

Event description:
Additional information was received that the patient presented with a complaint of hearing beep tones from their device. Boston scientific technical services (ts) was contacted and discussed this device has issued a low voltage alert and the need for replacement. The field representative was contacted and confirmed the physician has elected to monitor the patient. The patient is scheduled to be seen again in the clinic in (B)(6) 2014.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. A review of device data showed the battery appears to be depleting more quickly than expected. Device replacement was recommended. The patient is dnr and does not want the device replaced. It was also noted that the patient has never required therapy. The physician confirmed with the patient that if he were to go into an arrhythmia, he would not want to be externally rescued. The device remains in service. No further information was available.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.